Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12h27028. An exception noted for the batch but there is no indication of this exception being related to the complaint. A batch review was conducted for potentially associated lot number: h12f23039. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
On (B)(4) 2013, the peritoneal dialysis registered nurse (pdrn) was contacted in order to obtain additional information regarding drain pain. On an unreported date, the patient experienced drain pain. Treatment rendered was not reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis manifested by cloudy effluent. Cause of peritonitis was unknown. On (B)(6) 2012, the patient was treated with gentamycin (dose, frequency, and route not reported),vancomycin (once weekly, dose unknown) and fortaz (1 gram daily) (routes not reported) for the event of peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The outcome of drain pain was not reported. The patient was recovering from peritonitis. Peritonitis was unrelated to baxter products.